Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain and peripheral neuropathy. The patient reported a change in stimulation after having several falls in the past 5 weeks. They noted they have fallen 3 times in the past 5 weeks. Impedances on electrodes 0-7 on the left lead showed to be greater than 20,000 ohms. The rep reprogrammed the patient to get better coverage on their left side. The issue was resolved at the time of the report. The patient stated their therapy is very good at this time, and that no additional interventions are planned. No further complications or patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-07-10 reporting that the patient weight was unable to be obtained and would not be made available. No further complications were reported.